Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform troubleshooting steps, including pressing the button and connecting the pump to a power source, but the pump did not turn on. Consequently, technical support decided to replace the pump and confirmed the shipping address. The customer was instructed on entering storage mode before returning the faulty pump with a prepaid label, which the customer understood and acknowledged.